Event description:
Litigation papers allege patient suffers from hip and groin pain, a consistent popping and grinding sensation in his hips and easily tires. Patients left hip makes noisy crunchy sounds when he bends over in the morning. Patient cannot participate in his normal physical activities due to his hip and back problems. Patient can no longer walk, run or hike long distances due to his hip pain. Further alleged the patient has very elevated levels of chromium and cobalt which are being monitored by his surgeon. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised to address pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.

Event description:
Litigation papers allege patient suffers from hip and groin pain, a consistent popping and grinding sensation in his hips and easily tires. Patients left hip makes noisy crunchy sounds when he bends over in the morning. Patient cannot participate in his normal physical activities due to his hip and back problems. Patient can no longer walk, run or hike long distances due to his hip pain. Further alleged the patient has very elevated levels of chromium and cobalt which are being monitored by his surgeon.

Manufacturer narrative:
Depuy still considers this investigation closed.